Event description:
It was reported that the patient experienced chest pain and left sided rib pain. It was also noted that the paddle lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.